Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A registered nurse (rn) contacted customer service to report she was unable to aspirate from central venous catheter (cvc) with tego on. Tego removed and with syringe, multiple clots removed from limb. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).